Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heartsine's investigation determined the root cause of the reported fault to be the failure of transistor q38. Upon receipt, the red status indicator was witnessed flashing alongside a failure chirp and could not be powered on via the on/off button as per the reported fault. The faults were attributed to the failure of transistor q38, an integral component of the on/off switching circuitry. The faults could not be replicated after replacing transistor q38. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.